Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. No anomalies were found on the device. Based on the reported phenomenon, there was no problem in the part related to the output of the monitor, and it is highly possible that the video transmission between the endoscope and the video system center was hindered. And since the reported phenomenon during the inspection by sorc was not reproduced, there was no abnormality in the device, and the reported phenomenon may have been caused by temporary dust or dirt on the electrical contacts of the video connector of the device. Alternatively, it may have been caused by an abnormality in the endoscope connected to the device. The instruction manual provides precautions regarding the handling and usage environment of the video connector, which may prevent the reported event. The device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the menu list was displayed on the monitor screen, but the endoscopic image was not displayed.there was no report of patient injury associated with the event.the date on which the reported defect occurred is unknown.